Event description:
Device would not deploy, did not achieve hemostasis. The failed product had patient contact but no patient harm. A new device was opened and used to complete the procedure. Manufacturer response for proglide, (brand not provided) (per site reporter): she will pick up the product for return to the manufacturer and evaluation.